Event description:
A customer contacted beckman coulter, inc (bci) regarding an erroneously high troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system. A pt sample was tested for accu tni and a result of 0.63ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested and repeated results were: 0.35 ng/ml and 0.26 ng/ml. The customer did not receive any report of any death, serious injury, or change to pt treatment associated with this event.

Manufacturer narrative:
Per customer, qc and system checks were within specifications. Pre-analytical sample handling info was not provided. A field service engineer (fse) was not dispatched regarding this event. No additional info is available. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.